Event description:
During a coronary drug eluting stenting treatment procedure the catheter shaft fractured. The physician was placing a 20x3.00mm taxus liberte' drug eluting stent in a coronary vessel when the catheter shaft fractured approx 20cm behind the connector. There was no pt injury and the procedure was completed with a different device. The pt is in good condition. This product is similar to a marketed us device.